Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient received inappropriate atp therapy due to far p-wave oversensing. The device was reprogrammed and remains implanted. The patient will be monitored.